Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team guided the caller through resetting the pump, which resolved the issue, and the customer was advised to continue using the pump while being instructed to call back if the malfunction recurred.